Event description:
Information received indicates the head casters will lock into brake, but the casters would continue to swivel.

Manufacturer narrative:
The technician found the teeth which lock the caster swivel were worn. He replaced both head end casters to repair the stretcher.